Event description:
Radiometer reference number: (B)(4). According to the complaint, the customer reported that the screen of the abl90 flex plus analyzer (serial number (B)(6)) kept freezing after the sample run and during the time the demographics is entered. This prevented the operator to finish entering demographics information, and the "results button" did not respond. The abl90 flex plus analyzer had to be rebooted to make it work again.